Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 2.5 years battery remaining and during the recent checked, this device has reached elective replacement indicator (eri). Engineering analysis showed that the depletion curves appeared consistent with degradation of a low voltage capacitor due to hydrogen in the device case. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 2.5 years battery remaining and during the recent checked, this device has reached elective replacement indicator (eri). Engineering analysis showed that the depletion curves appeared consistent with degradation of a low voltage capacitor due to hydrogen in the device case. As of this time, this device remains in service. No adverse patient effects were reported.